Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose was unknown mg/dl. The customer was advised to insert an energizer aaa alkaline battery. Customer stated the display did not return to normal and the device was neither dropped nor bumped. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with blank display due to the battery tube connector not plugged in properly into the interface board. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.